Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, as-ifs1, airseal ifs, 120v was being used on (B)(6)2025 during a robot-assisted gastrectomy and ¿frequently stopped suddenly when suction was performed during surgery.¿ per further assessment it was found that "pneumoperitoneum was rapidly lost" there was no impact or injury to the patient. The procedure was completed without an alternate device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
Conmed japan reported on behalf of their customer that the device, as-ifs1, airseal ifs, 120v was being used on (B)(6) 2025 during a robot-assisted gastrectomy and ¿frequently stopped suddenly when suction was performed during surgery.¿. Per further assessment it was found that "pneumoperitoneum was rapidly lost" there was no impact or injury to the patient. The procedure was completed without an alternate device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history was reviewed, and no data was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated.(B)(4). Per the instructions for use, the user is advised the following: when working in the airseal mode, it is possible that fluids can be extracted from the surgical field over the evacuation line and into the filter housing. In order to prevent contamination of the device, bodily fluid is retained by the fluid trap of the housing component. The capacity of the fluid trap is limited. A warning message and an audible signal will be emitted if the fill level low is reached. Airseal cannula and tubing placement should be checked to make sure no more fluid enters the fluid trap. At this point, insert airseal obturator and change the filtered tube set. Insufflation can be continued with full functionality. If fluid level high is reached, the airseal function will shut down. Insert obturator in airseal cannula to maintain pressure with normal insufflation. Change the tube set to finish the procedure. We will continue to monitor per regulatory requirements to help ensure patient safety.